Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported the cause was not determined. The rep re ported they attempted to schedule a prm session in the office but the patient has since canceled. Unknown if the issue has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient and her daughter reported that when charging the ipg, it becomes uncomfortably hot at the ipg site. The rep stated the ipg was discharged when they met with the patient yesterday. A follow-up was set for this thursday to recharge the ins. Issue not resolved at this time. No further complications were reported/anticipated.